Event description:
It was reported that within weeks of implant, the right ventricular lead had a micro perforation and was repositioned. Later, the lead dislodged and when it was explanted there was tissue and blood in the tip and the helix would no longer go out all of the way. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism and there was tissue on the helix.